Event description:
The customer reported that the spo2 monitor gave an inaccurate spo2 reading resulting in having to re-ventilate the pt.

Manufacturer narrative:
The customer reported that the spo2 monitor gave an inaccurate spo2 reading resulting in having to re-ventilate the pt. The hospital biomed could not duplicate the issue, but the spo2 sensor was replaced. This issue was initially reported to philips as a serious injury, however, no serious injury occurred. Based solely on the customer's report, we are considering this a malfunction of the spo2 sensor.